Event description:
Hcp reported leak in catheter near pump connection. Reported catheter was trimmed and reconnected. The section of the catheter was explanted and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.